Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter. The sensor was inserted on (B)(6) 2015, and the inaccuracy was noticed on (B)(6) 2015. No additional patient or event information is available. It was reported that multiple bg meters were used throughout the same sensor session. The dexcom g5 mobile continuous glucose monitoring system states: always use the same meter you routinely use to measure your blood glucose. Blood glucose meter and strip accuracy vary between meter brands. Switching within a session might cause sensor glucose readings to be less accurate.